Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for bladder issues. It was reported that pt reported since starting trial yesterday "nothing has changed", but then reported that they have catheterized more and pt has more of an urge to go than before starting trial. Pt inquired if it can take a few days before pt starts to see an improvement. Pt inquired if they should "play around" with the handset and make therapy changes or wait for rep to call. Patient services reviewed for pt to wait for calls during trial before making any therapy changes. Reviewed therapy overview and expectations. Pt reported they think the feeling of where pt has the urge to go is "is a little lower" than before and stated before the feeling was "in between the stomach". Pt stated this all started yesterday and when pt got home from trial procedure pt had to catheterize. Agent did not ask about the circumstances that led to the reported issue. Recommended pt wait for instruction on therapy changes to make during trial. The patient's relevant medical history included pt mentioned they have a very rare neuromuscular disease and stated they sleep about 4 hours per day. Pt stated their recall is not what is used to be.